Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The system history review shows that the laser was verified successfully prior to and after the date of treatment. No technical deviations or abnormalities could be identified in the logfile review. Although, the logfile indicates no technical problem of the system, the energy setting, which were used by the user, were not in the recommended range for the depth of the treatment. The root cause could not be identified conclusively. The energy setting programmed by the user are not in the recommended range for the depth of the treatment which causes, due to the varying absorption rate of the cornea, not enough energy reaching the target of depth is the most probable root cause. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported having problems doing stromal rings procedure where it seemed that power was not enough. Reporter indicated the problem occurred during the incision of the rings which was incomplete. A review of the laser system was requested by the doctor. Additional information has been requested.